Manufacturer narrative:
Investigation summary the cause of the high purge pressure was due to biomaterial based on returned product analysis and testing, however, the exact mechanism of the biomaterial entering the purge gap could not be determined as data logs did not show a distinct ingestion or buildup signature.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure and purge pressure blocked. The pump was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.